Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 01/08/2019, device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed viscoelastic residue on the lens surface. One of the haptics was observed damaged/distorted. The other haptic was in good condition. The customer's reported complaint was verified, however due to the conditions of the sample received, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, explanted, give date: not applicable no patient contact reported. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) za9003 +23.5 diopter, was noticed bent as the lens was took out of the lens case. No patient contact was reported. No further information was provided.